Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that leak was present in reservoir. Blood glucose was 258 mg/customer stated that insulin pump was exposed to fluid. Customer also stated that leak was found in o ring. Troubleshooting was performed. Customer was advised to change the reservoir. Customer stated that there was an air bubble in the reservoir. Customer was rewind the product after changing the reservoir. The product will be returned for analysis.